Event description:
The lay user/pt contacted lifescan in 2009, and alleged that his one touch ultra meter was reading inaccurately low. The medical surveillance specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred in 2008, (specific date not provided) at 6:30 am. The pt reported obtaining a result of 184 mg/dl on the subject meter and compared it to a result of 305 obtaining on the doctor's meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt also reported feeling lightheaded, dizziness, blurry vision, watery eyes, sleepy, confused, and "fainted (slept for 4 days)" after the product issue began. He was treated with insulin in 2009. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The testing technique was reviewed to be correct and the pt was also cleaning the puncture area properly. The pt did not have control solution to perform a quality control check. This complaint is being reported because the pt experienced symptoms suggestive of hyperglycemia after the product issue began. The symptoms correlated with the result on the doctor's meter and the insulin treatment received. The subject meter/strips were out of specification when compared to the doctor's meter. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.